Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. There was also a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing, and an alert for right atrial automatic threshold detected as greater than programmed amplitude. Then after the lss, while the device was in unipolar configuration, ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. The lead was tested in bipolar configuration with noise and high impedances noted. Patient isometrics were performed in unipolar with some myopotential noise observed, but threshold and impedance measurements were within normal limits. The configuration remained in unipolar and the atrial sensitivity was increased. No adverse patient effects were reported. The lead remains in service.